Event description:
This sys was explanted due to endocarditis on (B)(6) 2012. The pt was placed on antibiotics until the infection cleared and a new sys will be considered at that time. This device was retained by the hosp. Should add'l info become available, this report will be updated.